Event description:
The event is reported as: the device failed during surgery. The bullets were left in the patient. No additional information available. No report of patient injury.

Manufacturer narrative:
Conclusions - no evaluation will be performed. No conclusion can be drawn. The catalog number and lot number are unknown, therefore, no investigation could be performed and no conclusion can be drawn. If additional information becomes available, a follow-up report will be submitted.